Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, acetabular cup malpositioning and femoral osteolysis was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected patient date of birth and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, acetabular cup malpositioning, femoral osteolysis, pain and burning were noted. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05611 and supplemental 0001825034-2014-02048 -1).